Event description:
The patient stated his infusion tubing separated near the luer connection. He stated the outer tubing separated, but the inner tube was still intact. He stated he changed infusion tubings and his blood glucose was not affected. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.